Manufacturer narrative:
The device was received not deployed. The first prime completed at pulse 48 and the second prime completed at pulse 58. Timeouts along with dips in the pulse width were present in the device data. Low battery voltage was measured on all three batteries. The device was reset and programmed to deliver a 5-unit bolus and each time the device was reset utilizing the device batteries, timeouts were observed throughout the run. Occlusions were not present in the fluid path. The shelf mode current was measured high and out of spec. Visual inspection of the pcb did not find any damages or deficiencies. Drive resistance was noted upon manual rotation of the ratchet gear. Inspection of the drive mechanism found brass shavings on the lead screw. The drive stall during the priming sequence resulted in the device not deploying. The device deployed during the investigation. While high shelf mode current was found and brass shavings were observed on the lead screw during the investigation, the exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process.